Event description:
It was reported that the device does not assemble. During product analysis it was found that the tube (cev649-5b) has compromised electrical insulation.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: - cev669e: handle, cev669e dia 5mm, cev669e erg bipolar, lot 100605, 510k: k99355, gei manufactured june 2010 - cev642h: dissector insert, cev642h bipolar 310mm, lot 100307 510k: k993655, gei manufactured march 2010. (B)(4). Product evaluation: analysis found that the sheath is damaged on the tube (cev649-5b) and the electrical insulation is compromised on one part. The most probable cause of this damaging is a shock between the tube and another sharp or blunt instrument during the use or the reprocessing steps. Analysis found the handle (cev669e) is on short circuit. No trace of burn has been detected. The cause of this short circuit cannot be determined with absolute certainty. The insert (cev642h) is bent at the distal end and cannot be assembled with a tube. The coating is slightly damaged in the deformed area but the electrical integrity is maintained. The most probable cause is an excessive effort during the assembly or the reprocessing of the insert. Results: stress problem. (B)(4).